Event description:
Additional information received indicated further episodes of loss of capture and low sensing were observed on the right ventricular (rv) lead at a later follow-up. Lead replacement is anticipated, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, a loss of capture was observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was in stable condition.